Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. A cartridge change was performed to resolve the issue and insulin delivery was resumed. Customer's blood glucose was 176 mg/dl.